Event description:
Report received from (B)(6) stating that oil was leaking from the device. The device was not being used during surgery. It is unknown if there were any patient or user injuries. The date of the event is unknown. No additional information provided.

Manufacturer narrative:
This device was received in for analysis and pre-repair diagnostic assessment confirmed the reported issue of leaking oil when foreign debris was found on the unit. The device was repaired and returned to customer. If additional information is received, a supplemental MDR will be sent. (B)(4).